Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient was transferred to another hospital, remained hospitalized and was not recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.